Manufacturer narrative:
Date of manufacture was not available at the time of filing. The customer biomed confirmed that the oxygen cell and mounting screws were loose. He tightened the oxygen cell and the mounting screws to resolve the reported issue. Date of manufacture was not available at the time of filing. The customer biomed confirmed that the oxygen cell and mounting screws were loose. He tightened the oxygen cell and the mounting screws to resolve the reported issue.

Event description:
The hospital reported that o2 cell and mounting screws were loose. There was no report of patient involvement.